Event description:
Healthcare professional reported right side rupture seen during surgery implant exchange and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as surgical impact opening. Capsular contracture : unable to observe since it is a medical event and is not related to the device. (Shell thickness was within specification). Additional observations: non penetrating nick (stresses marks). No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side rupture seen during surgery implant exchange and capsular contracture baker grade unknown. Device has been explanted.